Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed replace battery now and low battery alert. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. No low battery alert or replace battery now alarm noted doing test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm on 10/29/2021 09:26:17.000 and 8 low battery alerts between 11/02/2021 03:54:00.000 and 11/15/2021 17:16:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alert and replace battery now alarm were triggered due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No low battery alert or replace battery now alarm noted doing test. However, confirmed in the pump downloaded history the low battery alert and replace battery now alarm were triggered due to customer's faulty aa battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had 2 occurrences of getting replace battery now alarm with less than 8 hours of low battery warning. Troubleshooting was completed. Customer stated the he battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The device was returned for analysis.